Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-92230.

Event description:
The customer reported being in the emergency room due to high blood glucose of 309mg/dl. The customer mentioned having a nervous breakdown because she does not want to be diabetic and was admitted in a psych ward for a week. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The caller stated that the drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the self test and passed. The customer stated that there is fluid in the reservoir compartment. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.